Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 at 1:30pm to 4:30pm with blood glucose was 480 mg/dl, 420 mg/dl, 582 mg/dl. The customer's blood glucose was came down to 389 mg/dl and they went home. The customer treated their high blood glucose with manual injection. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. The insulin pump will not be returned for analysis.